Event description:
Related manufacture number: 3006705815-2021-02844. Additional information received indicates that the patient's entire system was explanted and replaced. Effective therapy was established post-operative.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient's implanted lead has high impedances. As result, the patient may undergo surgical intervention on a later date.